Event description:
It was reported that the bd safetyglide¿ needle only, 25 g experienced a clogged needle. The following information was provided by the initial reporter: according to the customer they are using the product to administer flu vaccine and they are having an issue with the administration of the fluid using the needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g experienced a clogged needle. The following information was provided by the initial reporter: according to the customer they are using the product to administer flu vaccine and they are having an issue with the administration of the fluid using the needles.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.